Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2014 with blood glucose of 15 mg/dl at the time of the incident. The customer was using the pump for the first time and was connected while priming. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was high in the 600 mg/dl range due to being off the pump for 4 days. The customer had pneumonia, vomiting, diarrhoea, and was very sick. The customer also reported that the light on their pump was not working. The insulin pump will not be returned for analysis.